Manufacturer narrative:
This case was assessed by merz north america as non-serious. The event of injection site pain was assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. Off label use of device was coded only for formal reasons. Injection into the glabella is no approved indication for radiesse in us. Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 21-jan-2025: this case was upgraded to serious. The event painful was deleted. The events constricting blood flow/vascular occlusion, necrosis, and infected wound were added. The events vascular occlusion, injection site necrosis, and injection site infection were assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. The reported eye fluid, white blotches on forehead, and pain are considered to be symptoms of vascular occlusion. Wrong technique in device usage was coded only for formal reasons. Based on the information provided this case was assessed as reportable to the FDA, as the events vascular occlusion, injection site necrosis, and injection site infection were deemed to meet the serious criteria of required intervention to prevent permanent damage.

Event description:
Case description: this consumer report was received from a us consumer and concerns a female patient. The patient was injected with radiesse, into the glabella (off label use of device). Batch number was reported as unknown. After the radiesse injection, the patient experienced it was very painful. As reported, it hit her arteries. The outcome of the event was unknown. Follow up information was received on 21-jan-2025: this case was upgraded to serious. The event painful was deleted. The events constricting blood flow/vascular occlusion and necrosis were added. The patients date of birth (1963) was provided. She was 61 years-old at the time of the event. She was injected with radiesse in (B)(6) 2025 (ambiguously reported as (B)(6) 2025) into the glabellar area of the face (injected into the frown lines). The injector did not use a cannula and injected radiesse aggressively (wrong technique in device usage process). In (B)(6) 2025, after the radiesse injection she experienced a vascular occlusion, excruciating pain, mild necrosis, a forehead wound (3 x 2 inches), white blotches on forehead, and eye fluid. As reported, the artery in the patients forehead was without blood supply for about 3 days and became an infected wound. Corrective treatment included being put on IV (not specified), and was injected with hyaluronic/hyloroxine (as reported) to dilute the radiesse. The physician also applied a white powder around the area. The physician said they were not sure what to do. In (B)(6) 2025, an ultrasound was done and found that the radiesse was pressing into the artery, constricting blood flow. The outcome of the events constricting blood flow/vascular occlusion, necrosis, and infected wound was unknown. Case amendment performed on 19-feb-2025: an amendment was performed to address the technical issue related to transmission failure of the case.